Event description:
It was reported that the system 2600 displayed the error message "regulator failure" after fluoroscoping. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the daralington pair circuit board was defective and was placed on order. The customer cancelled the order for the part for no known reason.